Event description:
Customer called to report that the insulin pump has a large crack on the top right corner of the screen. Customer's blood glucose reading was 218 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and cracked end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.